Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 3587a, lot# l58159, implanted: (B)(6) 1999, explanted: (B)(6) 2013. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 74001, lot# n283720, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: adapter: product ID 3587a, lot# l58159, implanted: (B)(6) 1999, explanted: (B)(6) 2013. Product type: lead: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was making the patient ¿miserable¿ since the last time it was replaced. The patient just wanted it out without a pocket revision. It was noted that there was pain and discomfort at the generator site. On (B)(6) 2013, the health care professional explanted the ins and pocket adaptor and left the surgical lead in place and part of the original extension. It was noted that there was no alleged product issue and no diagnostic testing or troubleshooting was performed or required. No further information was reported.